Manufacturer narrative:
Product evaluation: the console was evaluated and repaired in the field on december 29, 2016. Replaced laser power supply & resonator module. The console was tested power and safety checks verified. The console meets manufacturer¿s specifications. Probable root cause: based on the field service report results the root cause was determined to be: the laser power supply & resonator module.

Event description:
Information as it was reported indicates that the ¿error 211 and 202 occurred during pvp procedure¿ at 53,346 joules and 15:00 minutes of usage. The customer was unable to resolve the issue that occurred and the case was completed by an alternative procedure (turp). Patient outcome: there was no report of a patient or user injury.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2016. The replaced lps s/n (B)(4) was received at the manufacturer on march 29, 2017. The lps was discarded was noted.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on march 01, 2017. Product evaluation: the resonator evaluation was completed on april 28, 2017 and noted no packaging damage noted on crate and no external damage found on the resonator. The reported issue of "error 111- voltage low" was confirmed and fourth bar on diode was found dead. The diode and desiccant were replaced. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on resonator fa report; the probable root cause was determined to be faulty diode in the resonator.

Manufacturer narrative:
The console was evaluated and repair was in process in the field on (B)(6) 2016. The service repair was completed in the field on (B)(6) 2016. Information extracted from service report: ¿error 211 and 202 occurred during procedure. I replaced lps to solve this issue, but after replacement error 111 occurred several times during the system check. I confirmed the voltage of diode was below 11.0v. For this reason I replaced resonator to solve error 111." The suspected faulty lps and resonator have not been returned for evaluation.

Event description:
Maximum laser wattage set for the procedure: vapor: 80w coag: 30w. Patient's status: "patient's recovery will be slower as compared to the planned pvp."

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on december 29, 2017. The replaced resonator s/n (B)(4) was received at the manufacturer on march 01, 2017 and will be reworked in house was noted.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on december 29, 2016. The replaced lps s/n (B)(4) was received at the manufacturer on march 29, 2017.